Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was not communicating with external devices. The patient had shoulder surgery and did not put the ipg into surgery mode. Troubleshooting was done and the ipg would not pair with the external devices.

Event description:
It was reported that the ipg was explanted and replaced with a competitor's ipg on (B)(6) 2019.